Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 675 mg/dl. The customer stated that she gave herself 25 units of insulin and was able to lower her blood glucose to 425 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization and that the high blood glucose wa due to her insulin pump settings. Troubleshooting was done. Assisted customer with programming her insulin pump. The customer stated that she treated her high blood glucose with manual injections. Advised customer to call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.